Event description:
It was reported to philips that the device had a red "x" with periodic chirp. There was no reported patient or user involvement and no adverse patient/user impact as a result of the alleged malfunction.